Event description:
The product complaint report shows the customer alleged intermittent audible alarm. It is not verified that the unit did not alarm, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.